Manufacturer narrative:
The physician eight days post operatively replaced the ribbon that had reportedly snapped in half. Then two weeks post operatively the physician removed the ribbon that reportedly snapped in half. There was no replacement of the second ribbon device.

Event description:
Physician placed endotine ribbon in jowl and reported that eight days post operatively the ribbon snapped in half. Physician also reported that two weeks post operatively the opposite side snapped in half.